Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of catheter damage was confirmed and determined to the use related. One 5 fr d/l groshong PICC was returned for investigation. From the evidence observed, it appeared that the catheter was burst due to overpressurization. A c-shaped breach was observed in the catheter at what would have been the 53 cm depth mark. The 53 and 54 cm depth marks were worn. The catheter was torn perpendicular to the axis of the tubing in the same location as the c-shaped split. A functional test revealed that fluid leaked from each lumen at the c-shaped split. The section of catheter distal to the damaged section of catheter was occluded. The granularity of the adjoining surfaces of the catheter, c-shaped split, and the occlusions in the lumen are consistent with burst related damage. The product IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was damaged outside the body. No other information was provided. No harm to the patient reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was damaged outside the body. No other information was provided. No harm to the patient reported.